Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest and subsequently expired the same day. It was further alleged that these events occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event.